Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the patient had a model 8149118 high pressure resistant PICC placed on (B)(6) 2025, and after successful placement, stubble was found on the guidewire in the catheter when it was removed. Due to the stubbles in the guidewire, the hcp gave extraction treatment for the catheter placed in the patient's blood vessel and the patient underwent a second placement. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of contamination is confirmed; however, the exact cause is unknown. Two photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed white flecks of substance on the stylet in several locations along the stylet. No use residues were observed on the sample in the returned photographs. No damage could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.